Event description:
Device evaluation: the device was returned for evaluation. The balloon was partially inflated. Crimp impressions were evident along the balloon. The transition shaft was twisted just proximal to the guidewire entry port. The transition shaft was stretched measuring 12.5cm. The balloon was inflated without any issues. The balloon was deflated with the shaft twisted in 25.63 seconds (within specification). The balloon was deflated with the shaft untwisted in 5.83 seconds (within specification). Cine image review: procedural images were provided for review. A wire was advanced into the lad and the images appear to show difficulties with this in the left main area. A stent is positioned in the left main - this is most likely the resolute integrity device. Further images show the guide catheter becoming deep seated with the proximal end of the resolute integrity positioned inside the guide catheter. Balloon expansion is performed with the proximal end of the device still inside the guide catheter. There is no evidence of the stent dislodging from the balloon on the images. Additional images show another device being deployed in the left main to treat the dissection and a device being deployed in the target lesion, both with successful outcomes.

Event description:
An attempt was made to treat a left main dissection using a 4.0 x 18 mm resolute integrity rapid exchange (rx) drug-eluting stent. The target lesion exhibited moderate calcification. Lesion pre-dilation was not performed. Resistance was encountered advancing the resolute integrity device to the ostium lesion. The stent was positioned and the balloon of the device was inflated to 16 atms. There were no difficulties encountered during device inflation. It was reported that the balloon could not be deflated. The physician attempted to pull back the delivery system into the guide catheter, however the balloon would not deflate and the stent dislodged from the delivery system. A 4.0 x 15 mm resolute integrity stent was used successfully in the procedure. The patient was reported to be ok post procedure and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: related to operational context (shaft damage, deflation difficulties and stent dislodgement most likely related to the use of the device during the procedure). Inherent risk of procedure (stent embolism). Conclusions: operational context contributed to event (shaft damage, deflation difficulties and stent dislodgement most likely related to the use of the device during the procedure). Known inherent risk of procedure (stent embolism). (B)(4).

Manufacturer narrative:
Evaluation results: (root cause cannot be determined). Conclusions: unable to confirm complaint (root cause cannot be determined). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.